Event description:
Bayer case number: (B)(4). Haemorrhagic menstrual periods [heavy periods] developed muscle pain [muscle pain] cervicobrachial syndrome [cervicobrachial syndrome] chronic fatigue [chronic fatigue] sleep difficulties [difficulty sleeping] renewed hypertension [hypertension] regular headaches [intermittent headache] tinnitus [tinnitus] heaviness in the legs despite regularly wearing retention stockings [heaviness in limbs] tooth breakage [tooth fracture] gingivitis [gingivitis] loosening of teeth [loose tooth] excessive perspiration [perspiration excessive] dizziness [dizziness] pins and needles [pins and needles] rapidly declining vision [vision decreased] blurred vision with spots [blurred vision] frequent oedema in hand, ankle, foot and calf [oedema extremities] case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 15-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic menstrual periods") in a female patient who had essure inserted (lot no. A50508) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), myalgia ("developed muscle pain"), cervicobrachial syndrome ("cervicobrachial syndrome"), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), hypertension ("renewed hypertension"), headache ("regular headaches"), tinnitus ("tinnitus"), limb discomfort ("heaviness in the legs despite regularly wearing retention stockings"), tooth fracture ("tooth breakage"), gingivitis ("gingivitis"), loose tooth ("loosening of teeth"), hyperhidrosis ("excessive perspiration"), dizziness ("dizziness"), paraesthesia ("pins and needles"), visual impairment ("rapidly declining vision"), vision blurred ("blurred vision with spots") and oedema peripheral ("frequent oedema in hand, ankle, foot and calf"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, cervicobrachial syndrome, fatigue, insomnia, hypertension, headache, tinnitus, heavy menstrual bleeding, limb discomfort, tooth fracture, gingivitis, loose tooth, hyperhidrosis, dizziness, paraesthesia, visual impairment, vision blurred or oedema peripheral. The reporter commented: period of occurrence occurred gradually. I had the essure method inserted in 2013 and since then I have had increasing health problems to the point where they have become disabling to date. I gradually developed muscle pain to the point of cervicobrachial syndrome which has progressed to now being chronic. I am in part-time therapy and I will probably have to claim disability because I cannot go back to working full-time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Haemorrhagic menstrual periods [heavy periods], developed muscle pain [muscle pain], cervicobrachial syndrome [cervicobrachial syndrome], chronic fatigue [chronic fatigue], sleep difficulties [difficulty sleeping], renewed hypertension [hypertension], regular headaches [intermittent headache], tinnitus [tinnitus], heaviness in the legs despite regularly wearing retention stockings [heaviness in limbs], tooth breakage [tooth fracture], gingivitis [gingivitis], loosening of teeth [loose tooth], excessive perspiration [perspiration excessive], dizziness [dizziness], pins and needles [pins and needles], rapidly declining vision [vision decreased], blurred vision with spots [blurred vision], frequent oedema in hand, ankle, foot and calf [oedema extremities]. Case narrative: the below report was received by health authority (B)(6) (reference number: (B)(4)) on 15-may-2025. The most recent information was received on 23-may-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic menstrual periods") in an adult female patient who had essure inserted (lot no. A50508) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On unknown date she experienced heavy menstrual bleeding (seriousness criterion medically important), myalgia ("developed muscle pain"), cervicobrachial syndrome ("cervicobrachial syndrome"), fatigue ("chronic fatigue"), insomnia ("sleep difficulties"), hypertension ("renewed hypertension"), headache ("regular headaches"), tinnitus ("tinnitus"), limb discomfort ("heaviness in the legs despite regularly wearing retention stockings"), tooth fracture ("tooth breakage"), gingivitis ("gingivitis"), loose tooth ("loosening of teeth"), hyperhidrosis ("excessive perspiration"), dizziness ("dizziness"), paraesthesia ("pins and needles"), visual impairment ("rapidly declining vision"), vision blurred ("blurred vision with spots") and oedema peripheral ("frequent oedema in hand, ankle, foot and calf"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to myalgia, cervicobrachial syndrome, fatigue, insomnia, hypertension, headache, tinnitus, heavy menstrual bleeding, limb discomfort, tooth fracture, gingivitis, loose tooth, hyperhidrosis, dizziness, paraesthesia, visual impairment, vision blurred or oedema peripheral. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 92 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-may-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.